Manufacturer narrative:
Conclusion: difficulty advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the aortic arch was tortuous. This indicates that the probable cause of the advancement difficulties was the tortuous patient anatomy. It was reported that during advancement of the dcs, pressure was applied and was met with resistance. The instructions for use (IFU) instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Vascular complications, such as perforation, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced across the aortic arch, however would not advance across the aortic valve. Pressure was applied and met with resistance. This was attempted twice before making a wire exchange to a stiffer wire. The tortuous arch was attempted to be crossed for the third time without success. The dcs was removed and the patient's pressure dropped. Chest compressions were initiated and the procedure was converted to open heart, revealing that the pressure drop was due to a hole in the arch of the aorta. It was attempted to cover the hole with an aortic stent graft, however when the graft was placed across the hole, it unintentionally was across the innominate artery, carotid arteries, and left subclavian artery. The patient subsequently died. It is unknown what caused the hole in the aorta.